Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges that two weeks after insertion of the catheter, there was a damage/crack found on the catheter. The catheter was replaced without issue.

Manufacturer narrative:
Qn# (B)(4). The customer returned one separated cvc 2-l 7 fr x 8" catheter. The distal end of the catheter was not returned. Microscopic examination revealed that the distal end of the catheter body appears to have been cut off. The breakage point dips down; however, the edges are smooth and the catheter material shows no signs of stretching. The catheter's body was cut off approximately 4 cm from the distal end of the juncture hub. It was determined that at least 16.7 cm of the catheter body is missing. A device history record review could not be performed as no lot number was provided. The instructions for use (IFU) for this product warns the end user to not cut the catheter or alter the length, and cautions that cutting the catheter is not recommended due to the potential for catheter embolism. The IFU also warns that in order to minimize the risk of cutting the catheter do not use scissors to remove the dressing. In addition, the IFU states to prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate pigtails. (Con't) other remarks: the reported complaint that the catheter was cut/torn was confirmed through visual inspection of the returned sample. The catheter body was separated from its distal end, and the distal end was not returned. The catheter body appears to have been cut as there were no observed jagged edges or evidence of stretching. Based upon the type of damage observed and since no damage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that two weeks after insertion of the catheter, there was a damage/crack found on the catheter. The catheter was replaced without issue.